Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low glucose reading on the abbott diabetes care (adc) device compared to how they felt and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "barely able to concentrate, only partially responsive, only act to a limited extent; could not walk straight, could only sit down in the kitchen.", cold sweat, trembling, and hypoglycemia and was unable to self-treat. The customer required unspecified treatment from third-party for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.